Event description:
It was reported that an interlink catheter extension set had a leak during infusion on a patient. The nurse had added a 60" extension set to the catheter extension set "in anticipation of cath lab trip during the day." The infusion backed up and leaked out of the luer lock connecting the catheter extension set and the 60" extension set. The patient's mother and the nurse noticed the wet bedding. The patient was receiving total parenteral nutrition, inotropes, and sedatives through this line. The patient seemed to be more alert but was not agitated. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.